Event description:
It was reported the patient had pain at the battery site. It was reported the pain around the battery sight inhibited the patient from recharging and would like to have the battery and system explanted. Explant was scheduled for (B)(6) 2014. It was noted impedance testing was performed. It was noted the stimulation was adequate but pain around battery site inhibited the patient from recharging. Additional information received reported since a previous revision "it hasn¿t worked". It was reported the patient went back into the hcp office and a manufacturer representative verified it was not working and they decided to take it out. It was noted the patient had met with the rep on (B)(6) 2014. Additional information received reported the patient was explanted on (B)(6). It was reported there were no malfunctions with the battery and the hospital discarded the battery. Additional information reported the patient rescheduled and was getting explanted today. Additional information received reported the entire system was explanted (B)(6) 2014. There were no alleged product issues. It was stated the therapy was no longer helping the patient with her pain, "nothing wrong with the devices". The patient was noted to be "alive - no injury".

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n236299, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Follow up information received reported that there were no problems with the patient¿s implantable neurostimulator (ins) devices and that they just did not feel like it was helping as much as it used to. It was noted that the patient seemed to be doing fine. If additional information is received, a follow up report will be sent.